Event description:
Caller reported that the t:slim x2 pump battery would not charge. There was no reported adverse impact. The customer initially attempted to resolve the issue by using a different wall adapter, which showed a lightning bolt but caused the battery percentage to decrease. After changing to another wall outlet, a power source alert 07 was received. Using a non-tandem wall adapter and tandem charging cable ultimately resolved the issue and allowed the pump to begin charging.